Manufacturer narrative:
The initial MDR number 1020279-2013-00074 was filed in error. The received products were not smith & nephew, inc. Products.

Event description:
It was reported that a revision was performed due to pain.